Manufacturer narrative:
Updated section h6 evaluation codes.

Event description:
It was reported that during the implant procedure, this left ventricular (lv) lead exhibited pacing threshold measurements within normal limits, however noise was observed when it was tested with the pacing system analyzer (psa). The lead connection to the psa was verified and external medical equipment was turned off, but noise was still observed on the electrogram. This lead was then removed and replaced with the same model prior to pocket closure. No adverse patient effects were reported. The lead is not expected to be returned.

Event description:
It was reported that during the implant procedure, this left ventricular (lv) lead exhibited pacing threshold measurements within normal limits, however noise was observed when it was tested with the pacing system analyzer (psa). The lead connection to the psa was verified and external medical equipment was turned off, but noise was still observed on the electrogram. This lead was then removed and replaced with the same model prior to pocket closure. No adverse patient effects were reported.